Manufacturer narrative:
Follow up #1 date submitted: 22-aug-2018. After audio review of the recorded call associated with this complaint, it has been determined that according to the complainant's statements, the patient was not having any issues related to air bubbles in the cartridge. The air bubbles that were noted by the user to be in the cartridge were the result of a missing/displaced infusion site cannula involving the infusion set. A separate complaint involving the infusion set with the missing/displaced cannula was created on the original complaint date and forwarded to the product manufacturer.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was alleged that there were air bubbles in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.